Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material adhered to contacts within switch 2. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use in: ¿gif-xz1200 IFU operation manual ¿chapter 3 preparation and inspection_3.3 inspection of the endoscope¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.